Manufacturer narrative:
Olympus received the thunderbeat hand piece for analysis. The analysis confirmed the reported probe error code. During the probe check, a short circuit error occurred when the grasping section was closed with activation. A visual examination of the grasping section and electrode showed charred marks at the distal end of the probe tip. The teflon pad was melted and worn away at the distal end. This damage is consistent with twisting the thunderbeat hand piece during activation while grasping thick tissue, and the electrode is in direct contact with the probe; this can cause a short circuit error as reported. The device history record was reviewed and no anomaly was found.

Event description:
The user facility reported to olympus that during their use of the thunderbeat hand piece, the device failed and displayed an error "short circuit cut/seal function." No patient harm was reported. Further information was not available.